Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device changeout procedure, the header was found to be separated from the can. The patient had no prior symptoms. This device was successfully explanted. No adverse patient effects were reported.